Event description:
Davol received telephone call from surgeon where he reported to have explanted a mesh with a broken ring on a pt. Pt is now doing well. Additional information reported by the pt's wife on 01/07/2009-- mesh was implanted in 2004. Pt initially did well until about one year ago. The first onset of symptoms that pt felt "was not right in the surgical area" and heard a popping sound. After that time, pt began to have pain and questioned a hernia recurrence. Md ordered a CT scan which showed a mass as large as 2 grapefruits in his abdomen/stomach area. Pt was diagnosed with an abcess in the area and in 2008 had a procedure to remove the abcess fluid. A drainage bag was placed during that procedure. The following month--pt underwent the explant procedure by dr where a broken ring was noted. Pt is now doing well according to his wife.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.